Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on a blue screen. A field service engineer (fse) noted that the station was booting into a blue screen, and the application (app) would not auto-launch. In support mode, the app wouldn't launch at all and attempts to run a repair failed. Deleting the database initially didn't work, but the fse found a knowledge article on how to delete a stuck database. This solution worked, allowing the fse to perform a database clean and resynchronize the database. The station was rebooted and synchronized to the server to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system was stuck on blue screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.